Manufacturer narrative:
The getinge stm that discovered the issue installed non-getinge batteries per the customer's request. A new power supply was also installed. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. The initial reporter is a getinge employee whose contact details are: (B)(6); which differs from that of the event site.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) had an issue with the battery and did not pass the battery run time test. There was no patient involvement, and no adverse event reported.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs300 intra-aortic balloon pump (iabp) had an issue with the battery and did not pass the battery run time test. There was no patient involvement, and no adverse event reported.